Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 59mg/dl. The customer's expected fasting blood glucose test result range is 100 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 82 and 83mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 06/23/2017 and open vial date is 1/29/2017. The meter memory was reviewed for previous test result history (date / time not set): 69mg/dl (B)(6) 2017 03:12 am fasting: yes; 68mg/dl (B)(6) 2017 02:59 am fasting: yes; 95mg/dl (B)(6) 2017 02:16 am fasting: yes; 59mg/dl (B)(6) 2017 01:03 am fasting: yes; 129mg/dl (B)(6) 2017 01:05 pm fasting: yes. The customer is testing three times a day (fasting) and is taking medication to control her diabetes (insulin). The customer stated that she has not made any recent changes in her diet, exercise regimen, and/or medication.